Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was received with a blade exposed with one life remaining. The blade failed to retract during initialization causing the instrument to fail self test. The blade was dislodged .104 outside the blade garage. Upon visual inspection, there was no bio debris found at the instrument tip. The knife slot measurement passed at .028". After manually retracting the blade, the instrument passed initialization. The instrument passed cut and energy delivery tests. A review of remotefe and dsp logs showed multiple homing failures. The instrument was found to have 1 dislodged ceramic dot. The dislodged ceramic dot was not returned with the instrument. Root cause of this failure is typically attributed the misuse/mishandling.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the customer reported upon placing the vessel sealer extend, it would not calibrate or engage. The system indicated the blade was exposed. There was no harm to the patient. This happened a second time with a different instrument. The procedure was completed with no reported injury.